Event description:
It was reported by the patient that there was a ¿do-over¿ two weeks after implant because of a loose lead. Follow-up with the clinic indicates that the right ventricular (rv) lead had dislodged and was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).